Manufacturer narrative:
510k number. H3 device evaluation summary: medtronic conducted an investigation based upon all information received. One battery was received for failure analysis. The reported event for battery would not charge was duplicated. The analysis determined that the battery was not charging while connected to ac power. Once ac was pulled, the ventilator shut down. With a vlan failure the battery will not work. No cells or voltage were available. The likely cause of the event was isolated to vlan failure in battery. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the service engineer (se) evaluated the device found a primary battery failure with no secondary, replaced battery. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. The battery was returned to medtronic for further analysis. The battery was not charging while connected to ac (alternate current) power. Once ac was pulled, the ventilator shut down with a vlan failure the battery will not work. No cells or voltage were available. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while transporting a patient on a pb980 ventilator, the device completely shutdown. The patient was removed f rom the ventilator and placed on an alternate ventilator with no harm reported. It was also reported that unit generated battery inoperative alert or message and noticed red led (light-emitting diode) indicator on batteries.